Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was not implanted as the battery did not have a full charge. The device had been programmed out of storage mode at a prior date.